Event description:
The reporter stated the surgeon inserted a cq2015a collamer three piece lens into the patient's eye. The lens tore on insertion into the patient's eye. The lens was removed with no patient injury. Cause of lens tear is unknown.

Manufacturer narrative:
Method (process evaluation): device history record review, medical review results (evaluation result): based on the results of the DHR review, the available information given within this complaint, work order search, and product evaluation,a conclusion can be drawn that nothing in the manufacturing, sterilization and packaging processes is likely to have contributed to the complaint. The root cause of the complaint is unknown. Per medical review - reportedly, 3-piece collamer lens tore during insertion requiring intraoperative removal. Incision was not enlarged and no other tissue damage was reported. According to the report by a nurse, dated on (B)(6) 2015, this lens was used as a backup lens for the patient in whom posterior capsula was not intact due to previously performed vitrectomy. The same report stated that cause of the event (lens tear) was unknown and there was no patient injury. Conclusion (unable to confirm complaint): based on the complaint history, work order search, product evaluation, medical review, and device history record review, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Collamer® ultraviolet-absorbing posterior chamber three piece foldable intraocular lens.(B)(4): evaluation:method - lens work order search.results - visual inspection of the returned product found both loop haptics and half of optic torn off and missing. Lens was returned in liquid. A lens work order search was performed and no similar complaint was found.conclusions - (no conclusion can be drawn):based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4)